Event description:
It was reported that an mrsa (methicillin-resistant staphylococcus aureus ) infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5076 implantable pacing lead, implanted: (B)(6) 2004; 5076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).